Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose level over 500 mg/dl and ketones. Customer was treated with intravenous fluids and insulin, and was released approximately 6-10 hours later. Reportedly, the pump unexpectedly shut down. Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.